Event description:
It is reported that a customer was hospitalized (B)(6) 2014 for a high blood glucose level of 350 mg/dl. The customer stated that they went into the emergency room for an ear ache and the doctors stated that the ear ache was due to diabetes related issues. It is reported that a customer received low battery alarm on their insulin pump. The patient's blood glucose level was 98 mg/dl at the time of the call. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer mentioned there was a hospitalization for a bladder infection. The customer was given antibiotics. The customer's blood glucose was 200 mg/dl at the time of the hospitalization. The customer was wearing the pump during their hospital stay. The customer also reports physical damage in the form of cracks on the insulin pump. A replacement pump was shipped to the customer. The customer sent the pump back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.